Event description:
This complaint is reportable based on the analysis completed in 2009. The 99% stenosed target lesion was located in the calcified and severely tortuous distal left circumflex (lcx). The lesion was pre-dilated with a maverick2 3.0x12mm balloon. The physician attempted to cross the lesion with a 3.00x16mm taxus express2 stent, but it was unable to cross. The procedure was completed with a different device. No pt injuries or complications were reported. Pt's condition listed as "no problem". However, analysis of the returned device confirmed shaft break.

Manufacturer narrative:
The device was returned for analysis in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 14cm distal from the strain relief. This type of damage is consistent with excessive force having been applied to the device. A visual and microscopic examination of the crimped stent found no issues. A visual examination of the tip revealed tip damage. The tip was flared. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.